Manufacturer narrative:
The company service representative examined the system and the phaco handpiece. No problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B) (4) health devices, hazard update: scleral and corneal burns during phacoemulsification, (B) (4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B) (4)

Event description:
The nurse reported corneal burn. Additional info received from the surgeon stated the patient presented with a floppy iris. The incision was normal. There was some iris prolapse at the wound, so viscoelastic was injected to push the iris out of the way. The surgeon began to phaco and the handpiece occluded right away. The handpiece was removed from the eye and re-primed. The surgeon attempted phaco the second time. The handpiece occluded and the burn occurred. The surgeon noted the wound was not tight. The patient was left with a gapping wound. The wound was sutured and glue was applied as the iris was protruding through the incision.